Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. High and unstable thresholds resulting in loss of capture was noted on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.